Manufacturer narrative:
(B)(4). Date sent: 11/28/2023. Additional information was requested and the following was obtained: was a leak test performed? I don't remember if it was done. I would think so. It is almost always done. If the anastomosis was satisfactory, can the surgeon provide the rational for the stoma? You have to ask the operating doctor about that. The patient had already been told before the operation that a temporary stoma would probably be placed for other reasons, but it is always confirmed only during the operation. Of course, this problem only increased the reasons to put a temporary stoma. Can additional details be provided regarding the difficulty of attaching the anvil to the stapler? The hat and spike just didn't fit. The hat dropped all the time and there was no "click¿. Was the orange tying area completely visible prior to attempting to connect the anvil to the device? It was. What confirmation was received that the anvil was properly attached? When the stapler was changed, there was a clicking sound and the hat did not come off the stapler trocar when lightly pulled. What healthcare professional fired the device and what is his/her experience with the device? Specialist surgeon. He had previous experience with a circular stapler device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? I don't know this. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Always wait at least 15 seconds. Was the device difficult to close? It wasn't when the device was changed.

Event description:
It was reported that during an unknown procedure the anvil did not connect to the device.

Manufacturer narrative:
(B)(4). Date sent: 10/25/2023. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? ¿the patient has recovered and went home after the operation. I haven't heard of any problems after surgery.¿ 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? ¿during the procedure, when it was noticed that the hat did not fit, it was changed to another ring closure device and the seam was successfully made. However, a temporary stoma was made for the patient just in case.¿ this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.